Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 8 am for a high blood glucose level of over 600 mg/dl. The customer stated that they were not able to program the carbohydrate levels in the insulin pump. The customer was assisted with the issue and the pump worked as designed. The customer was assisted with trouble shooting and no further information was provided.